Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad traces. No button error alarm occurred during testing. There was no moisture damage found on the electronics, motor, battery tube, and vibrator. The following physical damage was ntoed: minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported via phone call that his insulin pump alarmed with a button error and woke him up. The patient's blood glucose at the time of incident was 142 mg/dl. Troubleshooting was initiated for the button error alarm. The customer confirmed that the pump was exposed to moisture, but that the button error alarm did not occur right after the moisture exposure. The customer also stated that a button was pressed for three minutes or longer. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.